Event description:
It was reported that while using the ilet system, the patient¿s glucose increased from 119 mg/dl to 214 mg/dl over approximately 30 minutes without reported symptoms, after which the pump delivered automated correction boluses that were followed by a subsequent low; the patient reported being asleep and denied any food intake preceding the rise. Symptoms included hypoglycemia following the correction dosing. Outcomes included troubleshooting and education completed with no alerts or alarms reported and no medical care outside the home. Investigation included case review and user education. Investigation of this case revealed no device alarms or identifiable device malfunction, and no component failure was observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.